Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument. Samples of pt a and pt b were tested for accu tni and the results were: 0.90ng/ml for pt a and 0.54ng/ml for pt b. The accu tni results were not reported out of the lab. The customer re-tested the original samples for accu tni. The repeated accu tni results were: 0.02ng/ml for pt a. 0.03ng/ml and 0.63ng/ml for pt b. The customer indicated that the original samples were tested for accu tni on a different instrument in the customer's lab. The results obtained from the different instrument were: 0.00ng/ml for pt a and 0.01ng/ml for pt b. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
System check performed in 2006, was within specifications. Level 3 of qc was out high prior to the event. The customer repeated qc testing and the results were within the range. The specimens were collected in lithium heparin, without gel tubes and centrifuged for 10 minutes. The samples were not re-centrifuged between repeats. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse performed a preventive maintenance (pm) to the instrument (pm was due on 10/31/2006). The fse verified that the instrument was operating per established procedures; the results passed within specifications. During a follow-up with the customer, they confirmed that no further accu tni issues were reported after service repair. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.